Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention may be pending to address the issue.